Manufacturer narrative:
Device was not returned for eval. Lot number info was not provided, therefore, a review of quality records could not be performed. The device was not returned, therefore, a direct product analysis could not be performed. Based on the info provided, gore is unable to determine the exact cause(s) of this event. The potential for breakage is addressed in the precautions section of the instructions for use stating, "avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. When tying knots with the gore-tex suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. Care should be taken to avoid using a jerking motion, which could break the suture." All available info has been placed on file for use in tracking, trending and follow-up.

Event description:
It was reported to gore that a carotid endarterectomy was closed with gore-tax suture. No product lot number or other specific identifying info has been provided and, thus, to date, gore has been unable to confirm that the suture used during the procedure was in fact gore-tex suture. While in ICU, the pt developed swelling in her neck and bleeding from her incision site, became unresponsive, requiring intubation, ventilation and bedside opening of her neck incision. Returning to the or, the arteriotomy incision was repaired. The pt became ventilator-dependent and became comatose. A cat scan of the brain showed massive brain edema and an electroencephalogram indicated brain death. The pt expired after being removed from life support.